Event description:
Plate was implanted in 1999 for a fracture of the right femur. Approx 5-6 weeks post operatively pt was put on weight bearing. Pt rebroke the fracture. Pt should have had bone graft and an additional plate or intramedullary rod to stabilize the original fracture.